Event description:
It was reported that the pt had (B)(6) "few days ago" and was treated with intravenous antibiotics. It was also noted that the pump rubbed on the ribs and hip bone. Pt's weight had decreased over the yrs and she was currently (B)(6). The pump placement was very uncomfortable. Pt was considering a smaller pump. The drug infused via the pump was not known. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).